Event description:
Had essure placed at (B)(6). The first placement in my fallopian tube snapped in half and had to be removed and inserted again. I was awake and felt everything. Everything went okay with the right tube. In the following weeks I started developing pain and contacting my doctor with no help. My placement scan showed the coil on the right was fine while the coil on the left perforated my fallopian tube and wound up on itself. I was then scheduled for a laparoscopic removal of the coil. The pain was becoming more severe by the week and finally on (B)(6) 2014 while getting out of my car I had severe pain that made me double over and almost throw up in my front yard. I notified the md about this and said to wait for the surgery that I was probably just ovulating. What a brush off! Almost 3 months later I went in for the coil removal and during the procedure they did a salpingectomy and were unable to find the coil so they proceeded to do an entire pelvic exploratory laparoscopy and still did not find the coil. An unnecessary procedure in my opinion. The pain persisted and to "make me feel better" the dr ordered CT scan to find out where the coil was even though she insisted that I should be fine. The CT scan showed that the coil was now embedded in my uterus and I would need a hysterectomy to have it removed. I have asked several time for a hysterectomy and my md will not perform it stating that the risk is greater than the benefit. Every month I experience increasing pain and every month I just want my uterus removed.